Event description:
This was a spontaneous report received by baxter from a patient and her male nurse in 2009 about a transfer set (batch: h08i16033) which got loose and fell off after the flash nine days earlier. The transfer set was in place for one week and detached itself without any attraction. The patient had already been using this therapy for 2.5 years. Three times a week the patient performs continuous cycling peritoneal dialysis, once a week continuous ambulatory peritoneal was performed. The patient uses a titanium adapter. The initial connection was made by hand and no difficulties were noted. The male nurse inspected a reference sample (new transfer set with same batch number h08i16033) and supposed some irregularities of the winding dimensions. The actual sample was not available but a companion sample will be sent for investigation. According to the male nurse, no signs of peritonitis were noticed so far. The day after initial event, a medical intervention was necessary in order to replace the transfer set. Because the patient was on holidays abroad, this was connected with additional efforts.

Manufacturer narrative:
.